Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was prefired and engaged in interlock. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functional testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sub total gastrectomy after confirming 3 green symbols illuminated normally, the surgeon attempted to fire idrive for the first fire; however, the device stopped firing in the middle and status indicator illuminated blue. Replaced by new blacksulu, the device worked fine. Last patient's status was good. Operating time was not extended more than 30 min. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.